Event description:
On withdrawing 2.0 burr (in guidewire catheter) distal tip fractured in proximal obtuse marginal 2. No flow left coronary system. Pt taken emergently to cvor for CABG; iabp placed prior to surgery in lab.